Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with this implantable defibrillation lead delivered inappropriate shock therapy. Noise with oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms were also observed. The device was turned off (B)(6) 2020. It was further reported that the lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.